Manufacturer narrative:
The lot # is 18j025, previously submitted as asku. The lot was manufactured from september 21, 2018 - september 22, 2018. The device was received for evaluation with no fluid in the bladder because the distal luer was not closed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused. It was further reported that after four days, the nurse observed only a quarter of the solution had infused. The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was further reported that the plastic balloon leaked in the shell. F10/h6: medical device problem codes: a050401 (fluid leak) will be added. H10: during functional flow testing, a leak was not observed. The reported leak condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.